Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that brown foreign material was found in the auxiliary channel, however, the specific material could not be conclusively identified. It was noted that it looked like something from a previous procedure. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (angulation malfunction) was confirmed. It was observed that the bending angle in down direction was out of specification due to wear of the angulation wire. In addition to foreign material in auxiliary channel, service found the suction cylinder was discolored, the base plate was dirty due to water leakage, there was a leakage due to deformed scope connector, the label on the scope connector was damaged, the sheet holder unit was corroded due to water leakage, the electrical connector was corroded, the objective lens was cracked, the light guide lens was cracked, the bending tube was deformed, the connecting tube was wrinkled, and the universal cord was buckled. There was a leakage due to damaged instrument channel, damaged auxiliary channel, and cracked plastic distal end cover. Scratches were observed on the forceps channel, the grip, the air/water cylinder, the switch button #1, the switch box, the scope cover, and the scope connector cover. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device exhibited an angulation malfunction. The reported issue was observed during maintenance of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was foreign material in the auxiliary channel (jet channel). This report is being submitted for the malfunction found during device evaluation (foreign material in auxiliary channel).